Manufacturer narrative:
Manufacturer's investigation found that both of the ground straps had been flipped on top of the lift motor cover causing the bed to no longer be grounded. User facility reported that the nurse did not sustain any adverse consequences as a result of the ground straps not being grounded.

Event description:
It was reported that the customer stated, the bed shocked a nurse. No adverse consequences were alleged.